Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of a 5.7 cm diameter abdominal aortic aneurysm approximately one month ago. The infra-renal neck angle was 15 degrees. The proximal aorta was 40 mm in diameter and distally it was 38 mm in diameter. The right iliac artery was 13 mm in diameter and the left iliac artery was 9 mm in diameter. The right iliac artery was severely tortuous with 15% stenosis and the left iliac artery was moderately tortuous with 10% stenosis. An icast stent was placed in the right renal artery and a chimney technique was used to perfuse the right renal artery. It was reported that a type I endoleak was observed post implant and it was corrected by remodeling. After extubation, the patient started bleeding from the left brachial artery with the formation of a hematoma. The patient was taken to the operating room for decompression and brachial artery repair. The patient recovered the same day. The investigator assessed this event to be related to the stu dy procedure and not the study device. No additional clinical sequelae were reported.

Event description:
Additional information was received for this case. It was reported that upon completion of the index procedure, the patient was found to be hypotensive and required intubation. The patient required oxygen therapy and the event resolved. The investigator assessed the event to no be related to the study device but to the study procedure. The patient complained of back pain. The patient was giving medication and the event resolved. Also, the patient complained of upper left extremity pain which was controlled by medication and elevation. The event resolved. The investigator assessed these events to no be related to the study device but to the study procedure. The patient complained of lower left extremity pain and weakness with difficulty ambulating with walker. The patient went through physical therapy; however, continued to have weakness and pain in thigh upon discharge. The investigator assessed the event to no be related to the study device but to the study procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (arterial occlusion, hematoma), patient's condition affected effectiveness of device (required a chimney technique to ensure perfusion to the right renal artery). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (required a chimney technique to ensure perfusion to the right renal artery).